Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked keypad at select button, cracked near belt clip rails corner, cracked case(battery tube), cracked case, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, and scratched case. Unable to perform displacement test and lock reservoir in place due to missing retainer. Unable to confirm broken battery cap due to unit received without the original battery cap.

Event description:
It was reported that gold piece off the insulin pump came off and belt clip was also broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.